Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. According to the report, the patient experienced malaise and diaphoresis. The patient was treated with glucose tablets and called 911. At an unspecified point during the event, the cgm was showing 59 mg/dl and the bg was 159 mg/dl. Documentation shows the bg was not performed prior to the treatment decision. There was no information about treatment from emergency medical service. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. At the time of the report, the patient was much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.